Manufacturer narrative:
Health effect - impact code was originally reported as f26 (no apparent harm occurred in relation to the adverse event.) And was updated to f27 (no patient involvement when the adverse event occurred). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad broken which was reproduced through troubleshooting of the device. The reported condition was verified. Evaluation inspected the device and found the issue to be attributable to keypad failure, options and menu buttons not working. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. This occurred before use. There was no patient involvement. No additional information is available.